Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue was observed while the freedom onboard battery was not supporting a patient. In addition, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom onboard battery was not supporting a patient. The customer, a syncardia authorized distributor, reported that the freedom onboard battery did not power any freedom driver, nor did it light up any led when the fuel gauge was pressed.

Manufacturer narrative:
Initial system management (smbus) data review revealed the battery to be permanently disabled, likely the result of a cell over-voltage condition. The root cause for the battery's disabled output cannot be conclusively determined; however, further analysis of the smbus recorded data indicated the battery was subjected to a deep discharge event, causing extreme cell under-voltage conditions. Because of cell under-voltage parameters being outside of the internal safety firmware design limits, the battery's input/output functions were permanently disabled. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4541 follow-up report 1.